Event description:
In 07/02, the end-user called medtronic minimed, USA and stated that the cannula are bending and with leakage at site. The adhesive tape is soaked with insulin. End-user was hospitalized in 2002. Uses quick serter. Has a little scar tissue. On 08/29/02 maersk medical received the complaint and 1 used base piece (cannula part).